Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Parent reported via phone call they are experiencing high blood glucose reading of 474 mg/dl. Customer decline troubleshooting for high blood glucose since she has old insulin pump that she can use. Power error alarmed caused the blood glucose reading to increase. Customer said the insulin pump was exposed to temperature below 41 fahrenheit. Power error troubleshoot was performed. The parent will reset the insulin pump and call back if the power error reoccurs. Insulin pump will not return for analysis.